Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2014-00553, 00554.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Related MFR# 1225714-2014-00553 and MFR# 1225714-2014-00554.

Event description:
Additional information received: patient experienced cardiac problems, which is alleged to have been caused by the product administered for dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2004 after the use of the product.